Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device unit is normally installed on a stack with a number of other medical devices that are used in the same orthopaedic operations (monitors, printers, camera unit, irrigation unit etc.). These devices are supplied with mains power via a distribution block mounted underneath the trolley, so that the trolley has one mains cable and plug, operating 7 devices requiring mains power. During the theatre list, the stack was plugged into a blue power socket and immediately all of the blue power sockets in the theatre failed, including in the anaesthetic room. It was further reported that the a patient was already anaesthetised in the anesthetic room. The patient was only having a small case and therefore the case was completed with the supplied anaesthesia.

Manufacturer narrative:
Complaint confirmed. Visual evaluation did not showed any external damaged. Device functioning showed that the unit did not turn on. The cause of this event is undetermined; however, most likely cause is overload of the circuit.